Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results. One speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with six bands attached; however, two of the bands were moved from their original positions and had overlapped. The slack was correctly taken up; however, the trip wire was not secured in the handle slot. It was also noticed that the trip wire was cut and microscopic inspection revealed that the cut end of the trip wire was performed by a mechanical tool. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. Device analysis revealed that the ligator head was returned with six bands attached and two of them were moved from their original positions and had overlapped, indicating a deployment problem. The trip wire was found to be cut using a mechanical tool is most likely that the user may have cut the device in order to separate it from the endoscope. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured in the handle slot. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed and it was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU). Additional information received on january 6, 2022. It was clarified that the physician did take up the slack by pulling the proximal end of the trip wire on the handle unit.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed and it was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU).